Manufacturer narrative:
Reference mfg. Report numbers: 2015691-2018-04464, 2015691-2018-04467, 2015691-2018-04469, 2015691-2018-04474, 2015691-2018-04475, 2015691-2018-04476, and 2015691-2018-04477. Add evaluation codes method, result and conclusion.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per article a 2nd valve was implanted during the procedure. However, the cause of the valve in valve could not be determined with the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: schofer, n. (2017). Comparative analysis of balloon-versus mechanically-expandable transcatheter heart valves considering landing zone calcification. Japanese college of cardiology, 1-7.

Event description:
As reported from a literature article reported by our (B)(6) affiliate a retrospective study of 212 patients with severe symptomatic native aortic valve stenosis who received transfemoral tavi with the sapien 3 valve between 2014 and 2015: ¿comparative analysis of balloon- versus mechanically-expandable transcatheter heart valves considering landing zone calcification¿, the outcome was assessed according to varc ii definitions. During the study period one patient required a valve-in-valve implant during the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.